Manufacturer narrative:
Investigation summary: visual inspection: the depth gauge for locking screws to 100mm for im nails (p/n 03.010.072 lot 4818459) was received showing the compression spring and ball subcomponents broken off and missing. During manufacturing, the spring and ball are staked/press fit into the slider, therefore, the spring and ball have broken off from the slider in the received depth gauge. The needle hook was also observed to be slightly bent. Device failure/defect identified? Yes: the device failures/defects of broken/missing component/bent were identified during the investigation. Dimensional inspection: feature: needle shaft diameter. Specification: 2.5 mm +0/-0.1 mm. Measured dimension: 2.47 mm. Result: conforming. Measurement device: ca818. Dimensional inspection of the relevant ball bearing/compression spring/their insertion hole was not completed due to missing components and post manufacturing deformation. Document/specification review: drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the depth gauge for locking screws to 100mm for im nails (p/n 03.010.072 lot 4818459) as the compression spring and ball subcomponents was broken off and missing. The needle hook was also observed to be slightly bent. While no definitive root cause could be determined for the conditions, it is possible that the device encountered unintended forces and/or rough handling during device use. It is likely that the ball and spring was misplaced after it broke off. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history review: part number: 03.010.072, lot number: 4818459, part manufacture date: 4/13/2005, manufacturing location: (B)(4), part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint anomalies. The device history record shows this lot of depth gauge for locking screws to 100mm for im nails product was processed through the normal manufacturing and inspection operations with one mrr (nonconformance) noted below. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues (other than the one noted) documented during the manufacture that would contribute to this complaint condition. There was one (1) mrr noted: (B)(4) was generated at incoming inspection upon receipt from the vendor. For the lot of (B)(4) pieces, (B)(4) were returned to the vendor for rework: issues were etch clarity, exposed areas, and white marks. Of the (B)(4) pieces returned to the vendor, (B)(4) were returned to synthes, inspected and accepted. The balance of (B)(4) parts were scrapped at the vendor. These issues have no relevance to the complaint condition. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues (other than the one noted) during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during tibial nail surgery, the button that's on the side of the two piece depth gauge for locking screws fell off. The depth gauge still works without this piece, but it slides very easily making it more likely to fall on the floor. The depth gauge was removed from the tray and is available to be sent back. There was no surgical delay. The procedure was completed using a different depth gauge. That patient's outcome was good after surgery. This is report 1 of 1 for (B)(4).